Event description:
Related manufacturer reference number: 2017865-2021-33759. It was reported that the patient presented with an infection. The entire system, including the implantable cardioverter defibrillator and the right ventricular lead was explanted. There were no patient consequences.